Event description:
Reporter noted posterior capsule tear occurred during phaco in two cases. There was no chamber collapse or fluctuation; cause unknown, but did not fault system. Machine makes noise, and cutter dosen't move during anterior vitrecomy. Iol placed in sulcus. Post-op visit noted haptic was hanging and iol had dropped into posterior vitreous; posterior vitrectomy done.